Event description:
The rptr stated that the unit does not recognize the syringe properly. It recognizes a 30cc as a 20cc and a 10cc as a 5cc syringe. No pt injury or treatment was associated with this event.